Event description:
It was reported that: clinician could not get the bypass tube to enter the sheath, then bent the device. A second device was deployed successfully. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single access in the med left common femoral artery. Vessel had moderate posterior calcification 25-50% and no reported tortuosity. There were no issues advancing or withdrawing procedural sheaths. The act was 147 prior to deployment and no protamine was administered. 5000units of heparin was administered during the procedure. After the physician could not insert the bypass tube into the sheath, he changed the device but used the existing sheath successfully. The patient was reported as fine post the procedure with no reported harm.

Manufacturer narrative:
(B)(4). One 18f manta closure unit without the sheath hub attached, a section of the suture with the radiopaque lock attached, and the collagen pad were returned. Blood -particulates were noted. The manta closure unit exhibited an engaged lever and a severely bent delivery tube. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound were utilized to gain medially positioned access. The arteriotomy was more significant than 6mm with moderate posterior calcification, no tortuosity, with a measured depth of 2.5cm + 1cm. An 18f ce manta was planned for closure in the left femoral artery following an evar procedure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the clinician encountered resistance attempting to advance the bypass tube into the sheath hub and bent the bypass tube when resistance was met. The first 18f ce manta device was removed while the first manta sheath was remanded in place on the guidewire. A second 18f ce manta device was opened and successfully deployed. The patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: clinician could not get the bypass tube to enter the sheath, then bent the device. A second device was deployed successfully. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single access in the med left common femoral artery. Vessel had moderate posterior calcification 25-50% and no reported tortuosity. There were no issues advancing or withdrawing procedural sheaths. The act was 147 prior to deployment and no protamine was administered. 5000units of heparin was administered during the procedure. After the physician could not insert the bypass tube into the sheath, he changed the device but used the existing sheath successfully. The patient was reported as fine post the procedure with no reported harm.